Event description:
A bipap pro biflex was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam was replaced to address the issue. Additionally, the service technician noted dust contamination. No contamination from cigarette smoke or insect infestation was identified. The evaluation of the device data identified error codes. No evidence was identified to suggest that device performance contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.